Event description:
It was reported that, while doing the downstream occlusion testing, the device pressure meter was showing the high values. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that, while doing the downstream occlusion testing, the device pressure meter was showing the high values. The review of event log/alarm history found that no information related to the complaint. There was no information of 12-month service history review. The visual and functional testing was performed. The complaint could not be confirmed, and the probable root cause was unknown. Downstream occlusion (dso)/ upstream occlusion (uso) sensor calibration was performed and validated repair through dso/uso occlusion test. The unit pass all testing criteria during performance verification testing. The software was updated and the unit reset to standard configuration. The dso seal was removed and replaced as per procedure.